Event description:
The customer reported that the unit powers on. There is no alarm tone when the magnet is removed and when weight is taken off the sensor pad. No visible damage to the alarm case. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm powers on and all functions are working. The alarm sounds when pressure is removed from the sensor. This type of alarm is not equipped with a magnet. There is no visible damage to the alarm. (B) (4).